Event description:
It was reported that approximately one month post dialysis catheter placement, the extension leg was allegedly broken and leaked. The catheter was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. Two photos were provided for review. The photos shows a glidepath in which the red luer extension leg was noted to be broken in the connection area of the bifurcation site. Therefore, the investigation is confirmed for the reported fracture issue. However, the investigation is inconclusive for the reported leak issue as no objective evidence of leak was noted. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 05/2024). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that approximately one month post dialysis catheter placement, the extension leg was allegedly broken and leaked. The catheter was removed and replaced. There was no reported patient injury.